Event description:
It was reported that pump battery life depleted rapidly and customer felt battery was depleting too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from Technical Support, no additional troubleshooting was completed, and Technical Support was unable to confirm reported battery depletion issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.